Event description:
Info received indicates, the siderail will not latch.

Manufacturer narrative:
The tech found the latch cover was bent which was catching the latch. The technician replaced the siderail latch cover to repair the bed.